Event description:
It was reported that on (B)(6) 2022, during an unknown procedure, the 1.5 drill bit and 3.5mm cortex screw self-tapping 20mm broke. No further information provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.